Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. The visual inspection found no issues with the device, the functional assessment did not establish a relationship between the reported failure to interlock and the handset. The handset had no issues with interlocking when used on a test versajet console. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints review has been conducted using the part number and failure for the preceding four years, similar failures have been low. It is known that a buildup of debris on the pump interface can lead to this problem, the instruction for use highlights this. The pump interface should be inspected periodically for build-up of deposits and/or debris. A damp cloth with mild detergent can be used to remove material. Do not soak the inside. Excessive fluid can cause damage. The investigation into your complaint has now been completed and recorded as no fault found. In parallel we will continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that four faulty versajet handpieces do not fit into the console. No patient injuries were reported.